Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic was broken before implantation. The procedure was completed on the same day using another unspecified lens. There was no impact on patient. Additional information has been requested. There are two medical device reports associated with this report. This is 1 of 2.